Manufacturer narrative:
H3. Product analysis determined that the returned valve was patent. It met the requirements for leak testing. The performance level of the returned shunt was initially set at 2.0. It was adjusted to 1.5 and rechecked, confirming that the level remained stable at 1.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was retired and was not around any sort of strong magnetic field.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the valve had inadvertently changed to level 0.5 post implant on four different occasions. The doctor verified that even though the valve was set multiple times to 2.0, after a period of time (2-3 weeks), the valve changed to level 0.5 causing the patient to develop neck pains and a subdural hematoma. The patient was brought back to the operating room, and the valve was explanted. The valve was implanted for normal pressure hydrocephalus. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.